Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose reading at the time of the incident was 50 mg/dl. The customer also reported that the insulin pump was not beeping and had a pump error alarm. The customer stated that the insulin pump vibrated during the vibrate test portion of the self-test. The insulin pump will not be returned for analysis.